Event description:
It was reported that a leak was observed in the blue tube of the homechoice cassette. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was received, but a device evaluation could not be performed. The cassette was received contaminated and was disposed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.